Event description:
It was reported that the device reached recommended replacement time early. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Product performance information was also received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Concomitant medical products: 6947, implantable tachy lead, (B)(6) 2010; 4092, implantable pacing lead, (B)(6) 2005; 5076, implantable pacing lead, (B)(6) 2005. (B)(4).